Manufacturer narrative:
No bends or kinks in the soft cannula were observed. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to a deficiency in delivery.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 311 mg/dl while wearing the pod for longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found slightly bent and there was a small crack. Recent setting changes was made to the basal segments and the amount increased. Patient¿s records: on (B)(6) 2018: at 7:32pm bg level was 278, and a bolus of 3.8 units was delivered and eat 40 carbs. At 10:18pm bg level was 311, and a bolus of 2.5 units was delivered. On (B)(6) 2018: at 1:51am bg level was 283 and a bolus of 2 units was delivered. At 8:00am patient's mother stated that patient¿s bg level was 290 as she checked on the phone with a backup meter and bg level was 29. She removed the pod.